Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a maestro 4000 system was selected for use. The junction of the pod was defective, and ablation could not be performed. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned maestro 4000 controller was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported ablation malfunction was not confirmed. A secondary finding of a damaged board was found during visual inspection.

Event description:
During a procedure a maestro 4000 system was selected for use. The junction of the pod was defective, and ablation could not be performed. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.